Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had their internal neurostimulator (ins) removed due to it not ¿doing anything to help.¿ it was noted the patient¿s symptoms had initially improved upon implant, but regressed back to baseline despite reprogramming. It was reported the patient had pain at the ins site. It was noted the ins was removed and the attached lead was ¿sharply divided¿ at its connection site.